Manufacturer narrative:
Device code: (B)(4) was updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the catheter was kinked and broken and there was no disconnect. Actions/interventions taken to resolve the issue included revising the catheter. The patient¿s weight was (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter; ubd: 01-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implantable pump for non-malignant pain. It was reported that a catheter event had occurred. The patient was having a magnetic resonance imaging procedure (MRI) of their cervical spine. The patient reported they had a contrast dye study done on (B)(6) 2019 which showed the catheter was not connected. It was reported the patient had experienced neck pain. No further complications were reported or anticipated.